Event description:
Reporter indicated that her vns therapy programming wand was not properly communicating with pt's pulse generators. Troubleshooting did not resolve the issue. Wand was returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.